Manufacturer narrative:
The patient/family was the initial reporter, so personal information was not entered. No information was captured in section a4 as the customer's weight was not provided.

Event description:
The customer reported that she obtained a blood glucose reading of 264 mg/dl at 10:41 p.m. On the contour meter. Based on the high reading, the customer took 5 additional units of novalog insulin. The customer experienced symptoms of hypoglycemia such as confusion, dizziness, sweating, and shakiness. The customer called emergency services. Upon their arrival, the customer's blood glucose level was tested with her meter and a reading of 35 mg/dl was obtained at 2:55 a.m. The paramedics gave her oral glucose, after which she recovered well. The customer was advised to return the device for evaluation. A replacement meter kit was sent to the customer.

Manufacturer narrative:
The customer returned the suspected contour meter and contour test strips from lot # 9ej3b03d for evaluation. The returned meter was tested with the returned test strips, which gave a satisfactory performance. Since there were only six test strips left in the returned vial of test strips, in-house contour test strips from lot # 9ej3b03d were also tested with the returned meter, which gave a satisfactory performance.